Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a. Stated the iab was placed on 5/11 at 1350 and pt went for a CABG on 5/13. Pt had a bm this morning, and when they were turned to clean, the iab ruptured at approximately 1016 on 5/14. Caller said they received a red alarm on the pump, (but could not recall which alarm exactly), and blood was present in the iab driveline. The md was able to remove the iab quickly and with no complications. The iab was not replaced, as the team was already planning to remove the iab today". No patient harm or injury. The patient status is reported as "fine".